Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Corrected fields: b2. Outcomes attrib to adv event. B5. Describe event or problem. H6. Device codes and impact codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a micro-perforation which was confirmed through x-ray. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b2. Outcomes attrib to adv event b5. Describe event or problem h6. Device codes and impact codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a micro-perforation which was confirmed through x-ray. A new lead was implanted. No additional adverse patient effects were reported.